Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of occlusion as listed in the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use (IFU) is a known patient effect. The investigation was unable to determine a conclusive cause for the reported complaints; however, the reported patient effect appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. A 2.5 x 20 mm trek balloon dilatation catheter (bdc) was used; however, it took 8 minutes to expand the balloon and it was difficult to remove the device from the anatomy. Therefore, the artery was blocked for up to 30 seconds; however, the patient did not experience any obvious discomfort. The device was immediately removed and was replaced with another unspecified bdc to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the date received by manufacturer date was filed incorrectly on the initial medwatch report as 12/18/2017, but should have been 11/12/2017.